Event description:
The customer reported that it does not charge or discharge and that it failed to pass the function test. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that it does not charge or discharge and that it failed to pass the function test. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.